Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. No longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information receiving from a healthcare provider (hcp) via a clinical study indicated the patient status after device removal was recovered without sequelae. It was noted the loss of therapy was sudden. No rotor study or dye study was performed. It was further reported the patient called the clinic on (B)(6) 2017 with withdrawal symptoms. The patient reported diarrhea and a metallic taste in the mouth for the last day or so. The pump was noted to be malfunctioning and would not hold programming. Then it looked as if the battery was depleted and the alarm was going off on the battery. Attempts to program the pump and check battery indicated the battery was no longer functioning and was depleted. The patient was then admitted for a pump replacement. The event resulted in in-patient or prolonged hospitalization. The device was explanted/replaced on (B)(6) 2017. Examination on (B)(6) 2017 indicated there were no signs of infection after pump replacement, but some clear drainage was noted at an area that was not fully approximated. An additional stitch was placed at the site where the incision was not fully approximated and clear drainage was occurring. Pump titration and personal therapy manager (ptm) reactivation occurred on (B)(6) 2017. The etiology of the event was noted as related to the device or therapy and not related to the implant procedure. The logs also indicated 'reset occurred' and 'reset occurred - low battery' messages occurred also on (B)(6) 2017 at 11:45, 11:46, 11:47, 11:48, 11:49, and 11:50. No further complications were anticipated/reported.

Event description:
Information was received from a healthcare professional regarding a patient receiving dilaudid (5 mg/ml at 0.0304 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. On (B)(6) 2017 it was reported that the patient had notified the physician¿s office that she had noticed a change/a reduction in pain relief. The patient came into the office on (B)(6) 2017 and the pump was interrogated at 15:43 and indicated ¿pump in safe state¿ and ¿reset occurred¿. The pump logs showed ¿reset occurred ¿ low battery¿ on (B)(6) 2017 at 11:51 and then ¿reset occurred¿ and ¿reset occurred ¿ low battery¿ messages on (B)(6) 2017 at 11:52, 11:53, 11:54, 11:55, 11:56, 11:57, 11:58, and 11:59. The messages filled the records of the report. The pump eri (elective replacement indicator) was 15 months. There was no known environmental, external, or patient factor that may have led or contributed to the issue. The issue was not resolved. The patient status was reported as ¿alive ¿ no injury¿. The pump was being replaced on (B)(6) 2017.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on 08-jul-2017 indicating upon examination on (B)(6) 2017, the patient was back to baseline. The outcome was 'resolved without sequelae' as of (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.